Manufacturer narrative:
Correction: describe event or problem: it was reported that while going over the insertion steps for the newly received unspecified bd cathena¿ IV catheter, a "clear 1mm plug" was found at the end of the needle tip. No additional information was received from the customer due to the unknown catalog and lot number, as the foreign contaminate and product were reportedly discarded after the incident. As reported by the customer, nurses at desk look at the new device (cathena) and going over the steps for insertion. Loosened the catheter and there was a clear 1mm plug at the end of the needle tip. The product and clear plug was not kept. 3-4 other nurses also saw this. No injury occurred . Instructed that if incident happens again, that they need to keep the product and write down the lot #. Additional information: possible catalog number and lot information. Medical device catalog #: 386804; medical device lot#: 8044068; medical device expiration date: 1/31/2021; device manufacture date: 2/13/2018. Investigation summary: no sample or photo were returned for investigation. A device history record review was performed and showed no non-conformances associated with this issue during the production of the reported batch. The investigation was not able to confirm the customer experienced as no samples/photos displaying the reported condition were received for evaluation. If samples are received in the future, the complaint will be re-opened and re-investigated.

Event description:
It was reported that while going over the insertion steps for the newly received unspecified bd cathena¿ IV catheter, a "clear 1mm plug" was found at the end of the needle tip. No additional information was received from the customer due to the unknown catalog and lot number, as the foreign contaminate and product were reportedly discarded after the incident. As reported by the customer, nurses at desk look at the new device (cathena) and going over the steps for insertion. Loosened the catheter and there was a clear 1mm plug at the end of the needle tip. The product and clear plug was not kept. 3-4 other nurses also saw this. No injury occurred . Instructed that if incident happens again, that they need to keep the product and write down the lot #.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while going over the insertion steps for the newly received unspecified bd cathena¿ IV catheter, a "clear 1mm plug" was found at the end of the needle tip. No additional information was received from the customer due to the unknown catalog and lot number, as the foreign contaminate and product were reportedly discarded after the incident. As reported by the customer, "nurses at desk look at the new device (cathena) and going over the steps for insertion. (B)(6) loosened the catheter and there was a clear 1mm plug at the end of the needle tip. The product and clear plug was not kept. 3-4 other nurses also saw this. No injury occurred . Instructed that if incident happens again, that they need to keep the product and write down the lot #."